Manufacturer narrative:
During a short test run it was found that the product was running noisy and the bur has been wobbling. The heat up was reproducible. After disassembling of the handpiece it was found that the ball bearing at the tool side has been worn out. The cage of the second bearing on the side of the push button was completely worn and fell into pieces. Hence the balls had no guidance anymore which caused them to fall out of the bearing. According to information of dental assistance the office does not use the procedure and the products the IFU recommends to use. This explains the very strong wear less than 1 year of use since the last repair. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. - do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. - never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: - the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. - before each use, the contra-angle handpiece must be checked for external damage. - before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. - immediately stop using contra-angle handpieces that act unusual. - never press the push button during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment the handpiece heated up and burned the patient on cheek. Patient received some solcoseryl ointment for the burn. Burn is healing well.